Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was not returned to fisher & paykel healthcare. Our investigation is therefore based on the information and a photograph provided by the customer, our knowledge of the device and previous investigations into similar complaints. Results: visual inspection of the provided photograph revealed that the manometer cover was broken and the needle indicated approximately 22 cmh2o. Without the return of the complaint device we are unable to determine what may have caused the reported event. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken cover. Further information revealed that the neopuff's needle was above zero. There was no patient involvement.